Event description:
I had the essure done in (B)(6) 2009. I was given pain meds to take a few hours before hand. During the procedure it was slightly uncomfortable but not much pain. The dr said one side didn't take right so he had to insert and extra coil. The other tube only has one. I returned 3 months later for the hsg test and was confirmed blocked. In 2012 I had a cyst burst on my ovary. Had to have ultrasound and the tech could only see one coil. I never thought much about it when a few months later I had a coil...possibly coils from the side that had 2 sticking to my tampon. Since the procedure my periods are heavy and I clot. They are also more painful.